Event description:
Treatment of an avm. It was reported that the catheter leaked approximately 5cm from the distal tip during onyx injection. Consequently, onyx was observed in the mca artery. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2011-00415.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).